Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was found unresponsive and experiencing a seizure on the bedroom floor by his father, who immediately contacted emergency services. The patient was transported to the intensive care unit (ICU), where he remained for four days. Prior to the seizure, the patient recalled that his dexcom cgm displayed a glucose reading of 90 mg/dl, while his bg meter showed a value of 50 mg/dl. The patient was unable to confirm whether paramedics or hospital staff conducted a comparison between the dexcom and bg meter readings during or after the incident. According to the attending physician, the seizure was attributed to hypoglycemia. The patient did not recall receiving any specific medications during his hospitalization. He was discharged on (B)(6) 2025, and at the time of reporting, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.